Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an interrogation, it was noted that the right atrial lead exhibited p-wave amplitude variation and high capture thresholds. The patient currently has a dialysis port placed on the same side as the pacemaker. No intervention was performed. The patient was in stable condition.